Event description:
Following a failed ptca of a very tortuous rca with severe calcification, an attempt to advance stent/balloon catheter was unsuccessful. The stent was removed and the guiding catheter exchanged. Second and third attempts to cross with subsequent guiding catheter exchanges were also unsuccessful. Upon withdrawal of the device following a fourth attempt, stent was no longer present on the balloon. The stent was noted to be in proximal rca. No attempt was made to retrieve as physician did not feel this presented a problem to the pt.